Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the tip cover is returned for evaluation, a follow-up MDR will be submitted. The instrument used in conjunction with the tip cover was returned and evaluated. Engineering evaluation found that the instrument does not exhibit evidence of arcing or damage. The tube extension and grip scissor tips do not have an arc track. The instrument also passed functional testing.

Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with an mcs tip cover accessory installed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.